Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. The pt has a history of chronic obstructive pulmonary disease with home oxygen use, severe coronary artery disease with previous coronary artery bypass graft and coronary angioplasty. The pt was considered a poor candidate for open surgical repair. It was reported that a recent follow-up eval revealed that the stent graft had migrated distally approx 2.6 cm. The aneurysm neck diameter had dilated to 28 mm. The physician decided to implant an emegency use approved talent aorti cuff (ide g970065) to ensure an adequate seal. In 2002, the cuff was implanted. A 28 mm diameter x 3.75 cm length aneurx cuff was also implanted. It was reported that the talent device partially covered the left renal artery, which elevated the pt's serum creatinine level three days post-operatively to 1.2 mg/dl from a pre-operative level of 0.9 mg/dl (normal=1.1 mg/dl). The pt was discharged 4 days post-operatively. It was reported that the pt's creatinine level would be monitored on an outpatient basis.